Manufacturer narrative:
Concomitant products: product ID neu_unknown_pump, serial # unknown, product type pump; product ID 8781, serial # (B)(4), product type catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving an unknown medication via an implantable infusion pump. Indications for use included cancer. It was reported that during a new pump implant procedure on (B)(6) 2015, the catheter anchor "popped out of the fascia". It was also noted that the anchor did not completely deploy from the anchoring mechanism. There were no reported symptoms. Troubleshooting and actions/interventions included trying to remove the anchor from the device; the anchor was kinked, and they replaced the intrathecal segment of the catheter. The cause of the anchor problem was not determined. The catheter anchor issue was resolved. Follow up was conducted to obtain initial reporter information, the serial number for the anchor/connector kit, pump medications, pertinent medical history, and other medications the patient was taking at the time of the event. If additional information is received, a follow-up report will be sent.